Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two bent cannulas of the infusion set, which resulted in hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level increased to 28.7 mmol/l and was managed with a correction injection administered via multiple daily injections (mdi). The patient subsequently replaced the infusion set and successfully resumed insulin delivery.